Manufacturer narrative:
Concomitant medical products: brand name: micra-delsys, model #: mc1vr01-delsys / expiration date: 28-oct-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: <no> device evaluated by manufacturer: <no> dev rtn to MFR? <no> device mfg date: 03-jul-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the device came out of the delivery system (ds) while deflecting the catheter into the right ventricle. The entire ds was removed and reinserted. The ipg remains in use. No patient complications have been reported as a result of this event.